Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, power cable, fluoro functions board, and the collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system collimator closed down during a case. No pt injury was reported.